Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient experiencing an issue with low blood glucose and patient admitted to hospital. The length of hospitalization is 3 days. The reason of visit of hospital is overnight stay food. No further information available.